Event description:
It was reported that the atrial lead perforated the heart and went into the lung. The lead was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary of (B)(4): no anomalies found, full lead was returned.